Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of one "cl continu-flo soln set" in which clotting was observed in the lower y-site. The nurse from the pediatric patient unit used a 10cc saline syringe to flush the set but was unable to clear the lower y-site of the blood. The nurse stated that it was unknown how long the blood dwelled in the set before attempting to flush it. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.